Event description:
It was reported to philips that intermittently the system vertical geometry movement was not working. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the operation was completed by moving patient to another device. The philips field service engineer (fse) inspected the system onsite confirmed that the float tabletop button in geometry module cannot work intermittently. The fse confirmed control module was defective. The module was replaced and returned to philips for further analysis. The analysis confirmed the module failure and identified force float tabletop button was disengaged, a scratch on the top, a stuck mechanism, displaced strain relief, corroded locking screws, and a bent belly bar. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.